Manufacturer narrative:
The reported event of lead exhibited noise, and over-sensing were not confirmed. A partial lead was returned for analysis in two segments, the proximal portion (a) measured at 9.4cm while the distal portion (b) was measured at 38.6cm. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received notes the atrial, right ventricular, and left ventricular leads became tangled during explant procedure.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reported manufacturer number: 2017865-2020-25278. It was reported the patient presented to the hospital. Their right ventricular lead exhibited noise and the physician wanted to upgrade the left ventricular lead from bipolar to a quadripolar. During procedure, the atrial lead became dislodged. All three leads were successfully explanted and replaced. The patient was in stable condition.